Manufacturer narrative:
A manufacturer representative went to the site to service the system. The plungers would not swivel. Replaced pendant plungers. Pendant now swivels as intended. The system was then fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the pendent was not spinning. There was no patient involved.